Manufacturer narrative:
D9, h3 h3 other text : device not returned.

Event description:
The user facility reported that the device fell apart during removal of the attachment following a procedure at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device fell apart during removal of the attachment following a procedure at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.